Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dmp system. During a clinical procedure, the user reported that the flat detector drove down without request and touched the patient twice. There is no report of impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files did not indicate a system failure or malfunction and no non-conformity was identified. During the time of the event the system had been moved via auto drive. This is a function which allows the operator to move the c-bow via several axes just with one joystick deflection to a predefined position (direct position). The flat detector lift correctly changed the source image distance (sid) as stored in the user-defined sid and moved to the pre-stored direct position, according to the log files activated via joystick deflection. It cannot be clarified who actuated the joystick, but the system clearly worked as specified. The service engineer went on site, checked the system in detail and found the system working as specified. No error has been detected. As a precautionary measure, the stand control unit (scu) was exchanged and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no error has been recognized.